Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after confirmation with the sales via phone on 13/may/2026 lot number 105r42's quantity to be returned changed from 2 to 1. Quantity involved: 1. And a new ip needs to be added: product code: 1696g, lot number: 10a9tt, quantity involved: 1, quantity to be returned:1 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a subcutaneous cystectomy procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that total 2 products occurred needle pull off issue when sewing during the subcutaneous cystectomy surgery. The needle did not fall into the patient. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.